Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity tests due to a broken orange conductor wire at the emitter solder joint assembly. An error message was displayed and the device audibly and visually alarmed.

Event description:
It was repoted that the device gave the pt a sensation of heat/burning [on the skin]. The customer was unale to determine which specific sensor was involved. The customer also reported that there were no consequences or impact to pt but the event did delay care for them.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.